Event description:
It was reported that the right ventricular (rv) lead was dislodged from the implant position. A lead repositioning was attempted, however, the helix was unable to be extended. The physician alleged a malfunction against rv lead and the lead was explanted and replaced to resolve the event. The patient was in stable condition.